Event description:
It was reported that a user experienced hyperglycemia after a missed meal announcement while using the ilet bionic pancreas, with blood glucose measured at 271 mg/dl and trending down under the device¿s correction algorithm. The user chose to administer additional insulin via subcutaneous pen and was instructed to pause ilet insulin delivery for at least two hours and to resume thereafter. Symptoms included elevated blood glucose. Outcomes included self-management at home without medical intervention. Investigation included a review of device performance and user guidance provided during the call. Investigation of this case revealed the device was delivering corrections as designed and that the event followed a missed meal announcement with subsequent user-initiated multiple daily injection outside device recommendations. It was concluded that the device functioned as intended and that user action contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.